Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to being implanted, the implantable cardioverter defibrillator (ICD) was suspected for premature battery depletion. It was noted that the battery voltage was below the expected measurement for shelf storage, and an observation had displayed stating, "remaining longevity is not available, potentially due to cold temperature". Attempts to interrogate the device were unsuccessful, and the battery bar status was noted to be grey. The device was not implanted. There was no patient involvement.